Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-02928. The patient received his scs system on (B)(6) 2010. It was reported that the system was explanted and replaced on (B)(6) 2011. The patient had fallen twice several months ago and his stimulation pattern had subsequently changed. In addition, he experienced discomfort/burning sensation near the ipg site and following the lead toward the center of the low back when stimulation was on. The explanted products were returned to the manufacturer for analysis. No additional information is available at this time.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.